Event description:
Further information was received that another high shock lead impedance had been detected via the patient's home remote monitoring system for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. The field representative reported that the issue is known and that the patient is being monitored and impedances are frequently reviewed. The system remains in service and no adverse patient effects have been reported.

Manufacturer narrative:
--

Event description:
Boston scientific received information that that this patient's home monitoring system detected a low, out-of-range (oor), shock lead impedance for this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) system. At this time, no adverse patient effects were reported and additional information has been requested from the field representative.

Event description:
Further information was that recent shock impedance readings have been variable with readings from a low of 80 and occasional spikes up to 120 to 140 ohms. It was reported that the patient has a deep brain stimulator. Boston scientific technical services (ts) discussed potential causes of the observations and evaluation options with the field representative. According to the field representative, the clinic will be scheduling the patient to come in so that interactive testing can be done with the deep brain stimulator, but at this time no further information as available.

Manufacturer narrative:
As no further information concerning this report is available at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information has been received that the patient was evaluated in the clinic and they have not been able to recreate any issues. At this time, the patient the patient is continuing to be monitored and the system remains in service. No adverse patient effects were reported.

Event description:
Additional information has been received that a high, out-of-range (oor), shock lead impedance was detected with this system. Upon review of data, a reading of 144 ohms was obtained, but all other readings appeared in the 70 ohm range. Boston scientific technical services (ts) discussed with the field representatives evaluation options. At this time, the system remains in service and the patient continues to be monitored. No adverse patient effects were reported.